Manufacturer narrative:
On 19-feb-2024, bwi received additional information regarding the event. There were no temperature or flow issues noted on the catheter. The patient was anticoagulated. Their activated clotting time (act) was 200sec over (inside right atrium) and 300sec over (inside left atrium). The correct generator specifications were used as well. The force values did not exceed 40g either (they only exceeded 25 grams at roof, right pulmonary vein posterior wall and left pulmonary vein posterior wall, because of the patient's respiration change. Heparinized normal saline was used as the irrigation fluid. On 4-mar-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and the medical team discovered char attached on the catheter. The char was found after the procedure completion and at the time of removing the octaray and the qdot micro catheter. When the physician was chasing a premature atrial contraction (pac), the medical team discovered that the octaray and the qdot micro catheter were interfering. However, the physician commented that it could not be helped because the catheters had to be placed on the area of interest when the pac was being chased. It was unknown where the char had developed but the area of interference was at the anterior wall of rpv (right pulmonary vein). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, fourier transformed infrared spectroscopy (ftir) study, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed foreign material entangled between the splines, additionally, char residues on the electrodes were found. An irrigation test was performed, and irrigation could not be performed due to the irrigation tube was blocked by dried saline solution at the shaft area. The ftir study revealed that the foreign material is mainly composed of polypropylene-based material. A manufacturing record evaluation was performed for the finished device 31160606l, and no internal action was found during the review. The char reported by the customer was confirmed, it could be related to the interference with the ablation device, but this cannot be determined. The potential cause of the foreign material on the splines, and the dried saline solution inside the irrigation tube cannot be determined, it could be related to the usage of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. To avoid char formation on the rings of this mapping catheter, do not apply rf (radiofrequency) energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and the medical team discovered char attached on the catheter. The char was found after the procedure completion and at the time of removing the octaray and the qdot micro catheter. When the physician was chasing a premature atrial contraction (pac), the medical team discovered that the octaray and the qdot micro catheter were interfering. However, the physician commented that it could not be helped because the catheters had to be placed on the area of interest when the pac was being chased. It was unknown where the char had developed but the area of interference was at the anterior wall of rpv (right pulmonary vein).